Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39286-30, serial # (B)(4), product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had an x-ray taken and it was determined that one of the leads had moved to the left. It is unknown which lead and which ins are involved with the migration. The patient reported that when they turn the implants on, they don¿t know ¿if [they] are going to feel pain or what or if [they] will have to go back in for surgery.¿ the patient reported that this occurred during the week prior to the report. No further complications are anticipated.